Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. From (B)(6) 2018, the patient experienced a lot of oozing at the peg site and thought it may be infected. The patient was advised to continue to clean peg site regularly. On (B)(6) 2018, the patient saw the general practitioner and commenced antibiotic amoxicillin 500mg qds for peg site infection for 7 days. A swab was taken for culture and sensitivity. The issue was ongoing.